Event description:
A customer reported to beckman coulter, inc. (Bec) that a fluid leak was observed from unicel dxc 800 pro synchron clinical system. The customer was wearing ppe at the time of the event. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer reported that the instrument was giving mc probe obstruction errors. The customer flushed the mc probe transducer and found the probe was leaking. The customer stated that only one specimen was tested on that day. The run received the mc probe obstruction error, and the specimen was repeated on an alternate instrument. Per the customer, no corrected or amended patient results were reported. Bec customer technical support helped the customer disable the mc side to stop the leak. Service visited on (B)(4) 2011 and replaced mc collar vacuum valve. The field service engineer calibrated and ran controls. All results were acceptable. (B)(4).